Event description:
A care giver (cg) contacted baxter's service center needing help ending therapy, which occurred on the homechoice (hc) during use, during drain 2 of 6. The cg stated the home patient (hp) sleeps in a chair while doing her therapy and the cg found the hp had disconnected the patient line in drain 2. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the registered nurse (rn). The rn was aware of the incident and confirmed the hp has had no injury or medical intervention from this incident. The rn stated the hp has been performing therapy successfully.

Manufacturer narrative:
(B)(4). This complaint for a report of a use error, failed to follow therapy steps issue was confirmed because the caregiver reported that while doing therapy in a chair the patient disconnected the patient line in drain 2. The cause was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.